Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the clear tower door 4 hinge had physical damage. A field service engineer reinstalled the clear tower door and replaced door 4 hinge with appropriate hardware, inspected the remaining hardware, verified that cabling from the main to the tower was good and secure, confirmed with the escort that medications, which mostly seemed to be intravenous (IV) bags, were successfully reloaded into the affected door and documented that bulbs were required. Complete maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door came off when opened. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that, when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door came off when opened. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.